Event description:
It was reported that the patient presented remotely to the clinic via data transmission from their pacemaker system. Upon examination, it was noted that the epicardial lead exhibited a sudden increase in impedance up to 3000 ohms since (B)(6) 2024. The lead exhibited failure to capture in bipolar configuration at 7.5 v. On the unipolar configuration, capture was normal at 0.75 v/ 0.4 millisecond with impedance at 410 ohms. The system was programmed to unipolar configuration. The clinic also observed several episodes of noise that were recorded as high ventricular rate. Lead fracture was suspected. There were no patient symptoms reported, and a lead revision is anticipated. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).